Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused acute tracheobronchitis, myalgia, cough with sputum production and pleuritic pain. The patient did report to receive medical intervention and saw a physician and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.